Event description:
Additional information was received that approximately 2 years following the implant of this valve, an echocardiogram was performed that revealed a mean aortic valve gradient of 16 millimeters of mercury (mm hg), peak velocity of 2.8 meters per second (m/s), aortic valve area of 2.36 squared centimeters, mild to moderate tricuspid regurgitation, and a 29 millimeter (mm) bioprosthetic mitral valve with a mitral valve gradient of 8 mm hg and trace mitral regurgitation. Approximately 2 years and 11 months following the implant of the valve, another echocardiogram was performed that revealed worsening velocity and gradients with a mean gradient of 34 mm hg, max velocity of 3.9 m/s, and at least moderate paravalvular leak (pvl) responsible for these findings.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. No patient complications were reported as a result of this event.